Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on electronic assembly. Unable to perform functional testings due to blank display. Unit was received with moisture damaged on motor assembly, corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer blood glucose reading was 93 mg/dl. Troubleshoot was performed. Customer was exposed to water in the swimming pool. After the water exposure, the insulin could not turn on. Customer stated there was physical damage on the insulin pump. The location of the damage was on the battery compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning.